Manufacturer narrative:
The device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient's daughter called with no disposable alarm. Alarm silenced, settings reviewed, pump powered off/on. Still has nd alarm. Pump powered off, tubing clamped. Informed daughter to call her clinic and tell them she has a no disposable alarm, turning pump off and back on did not fix it. No information has been provided to date. No patient injury was reported.